Event description:
It was reported that they had several medical issues in the last two years so they hadn't been using the implanted neurostimulator. Patient(pt) stated that they just had right hand shoulder surgery so they couldn't get the implanted neurostimulator charged because of that and they were having trouble before they broke their right wrist. Patient said that the problem before that was that the implant was only staying charged for 4-5 hours. Pt said that they got their mobility back and they went to try to use the device the other day and the controller said memory problem data has been lost. Pt said that the controller wouldn't even turn on now. Agent asked the pt when it was that the controller was last charged and pt said that it was six to nine months ago. Pt also inquired about ins longevity; agent reviewed. Pt confirmed that the ac power supply green light was on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pt saw memory problem data has been lost; agent reviewed. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the con troller and pt saw no device found as expected since the ins wasn't charged. Pt said that they had lost 50 some pounds so they had some trouble with placing the recharger in the right spot over the ins. Pt asked for tips on placing the recharger over the ins. Agent reviewed. Due to age of the battery pack and the battery pack having not been charged for so long, agent sent a request to repair to replace the battery pack. Pt noted that they would need to have mris of their head. Agent reviewed. Pt said that they didn't have a managing healthcare provider (hcp) for the implantable neurostimulator (ins); pt said that they just went to a pain clinic. Patient called back and inquired about returning their li battery pack. Patient mentioned the new li battery pack did the trick. Agent reviewed with patient to use the dummy controller to send back their previous li battery pack with the fedex return label that was provided. Additional information is provided by the patient saying that their device was to reduce back pain and that it has helped with that. Patient mentioned that they lost 50 pounds and their problem with unit was that it didn't hold a charge adequate time and that it still needs location adjustments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep), rep mentioned "patient is scheduled to see dr. At the end of may but I¿m not sure when exactly. This appointment will be at the sanford pain clinic in bismarck, nd. According to patient, the appointment with dr. Will be to discuss battery replacement. In regards to the patient¿s paddle lead, there is no evidence available yet that would indicate that the paddle lead needs to be revised. Only a neurosurgeon can work with paddle leads, dr. Is not a neurosurgeon, so if anything is wrong with the paddle lead, it would require a referral to a neurosurgeon. The patient is also scheduled to meet with rep on (B)(6) 2026 to check her paddle lead for any impedance issues. More information will be available after 6/1."

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10 and other relevant device(s) are: product ID 977c165 ; serial# (B)(6) ; product type lead. Section b5 and h6 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from patient (pt). Patient stated that they would require leads adjustment and no surgery at this time. Regarding 50 pounds weight lost they stated that they wrote this last time which was due to ability to move more.